Event description:
The sales rep, (B)(4), reported that: "during a surgical procedure of implantation of xia3 device the surgeon was not able to lock the poliaxial tulip head of the screws. The xia polyaxial screw has the feature that when we seat the rod inside the tulip head and tighten the blocker, the screw becomes monoaxial, this is useful for the compression and distraction manoveurs. The surgery was correctly performed and completed. The surgeon wants to be informed if there is a fault in the batch code or a design change of the product.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.